Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gynecology hysteroscope had the pin fall off. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed. According to the investigation, the reported issue was most likely due to the effect of a large mechanical force caused by an impact or a fall. Olympus will continue to monitor field performance for this device.